Event description:
A customer contacted beckman coulter (bec) reporting that the probe wipe of the coulter lh 500 hematology instrument was leaking. The volume of the leak is unknown and was not contained within the instrument. It could not be confirmed if the instrument generated any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and had observed that the source of the leak was the rinse tubing attached to port 1 (liquid port) of the probe wipe. The tubing had a small cut. The fse trimmed and reattached the tubing and no further evidence of leaking was observed. Per the operator's guide / IFU: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).